Event description:
Attorney alleges "son of client died as a result of cardiac arrest and acute pulmonary edema." Four years prior to death a pacemaker was implanted." "...despite intended purpose of pacemaker, as a result of defects and/or design flaws, the pacemaker failed to function properly and pt died."